Event description:
After undergoing acdf surgery on c5 and c6 pt has had ataxia due to the cervical myelopathic component, continuous pain disablement of limbs, extreme limited r.o.m. Torque train on the cervical musculature producing traction on those occipital nerves in turn become irritated creating vasospasm and migrainous headaches, cervical radiculopathy, and cervical myelopathy. This all appears to be due to the prior acdf surgery she had undergone on (B)(6) 2012. In addition to the above listed there are two of the 15mm screws have gone in at an angle protruding into another disc space between c6 and c7. Diagnosis or reason for use: spinal fusion.